Manufacturer narrative:
All buttons functioning properly. No button error alarm or damage/unlocked lcd keypad connector during visual inspection noted. Unit was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed batt test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had button error alarm. Customer's blood glucose level was unknown at the time of incident. Customer stated that insulin pump had received low battery alert after a week and no delivery alert. The insulin pump will be returned for analysis.